Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose reading. The customer stated that she had a set/tubing issue due to it being loose. The blood glucose value was 247 mg/dl at the time of the incident. The customer stated at one point their blood glucose value was as high as 455 mg/dl. Troubleshooting was performed and the customer was advised to change her infusion set. The customer stated they will wait for their mom for assistance. Nothing will be replaced or returned.